Event description:
A malfunction was reported on a pump that had not been used for an extended period and was being operated for the first time that day. There was no adverse impact to the customer's blood glucose level. Technical support helped the customer reset the pump successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.